Manufacturer narrative:
(B)(4)

Event description:
It was reported by the operating physician, "on (B)(6) 2018, the spring wire guide (swg) guidewire was easily bent during insertion, damaging the tip of the dilator. I was able to "shave" the dilator and proceed with insertion and was able to advance the guidewire. However, it bent twice (once near the same spot) while I was trying to remove the guidewire through the catheter, which resulted in opening a second kit. I used the second dilator to hold the skin tract open, advanced the second guidewire into the vessel, and delivered the catheter over the second guidewire.". There was no report of patient injury. The procedure was completed without reported complication. Additional information received on 16apr2026 from the operating physician, "the dilator initially did not easily thread. On inspection, it had a small, flared defect at the tip. The defect was removed using the scalpel to slice the flare off, to where the dilator appeared normal. The dilator was then reintroduced without difficulty. However, there was difficulty introducing the catheter, and a second pass with dilator was required, during which I rotated 90 degrees once fully inserted. The catheter was then able to place without difficulty, but there was resistance when removing the guide wire, followed by a pop. Once the guide wire was out, it had 2 bends in it and the core appeared to have broken, with the outer coil remaining intact, and with the tip still attached. All lumens aspirated and flushed without difficulty, and procedure was completed normally. There was no patient harm or negative health effects that occurred as a result of this incident.". Please refer to the associated mdrs: 9680794-2026-00325.